Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00421. Zimmer biomet complaint number: (B)(4). Patient sex was chosen in error, unable to correct. Please disregard. PMA/510(k) number not available. An unknown zimmer implant product was returned for investigation and a fracture was identified. Based on the evaluation, the device malfunction has occurred (fracture) however, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR and complaint history review could not be performed since the item/lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. However, the (unknown zimmer implant) device that was returned could not be functionally tested due to the nature of the device (fracture). The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period 9 years, 6 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
During the investigation a fractured, unknown implant was found.